Manufacturer narrative:
The device was evaluated by ventec where the reported issues of the device's exhaled tidal volume (vte) levels being erratic (low), and it being unable to maintain fio2 (fraction of inspired oxygen) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the exhaled tidal volume (vte) levels were erratic (low) and that it was unable to maintain fio2 (fraction of inspired oxygen) levels. There were no patient involvement associated with the reported event.